Event description:
It was reported, that the patient presented for remote follow up via merlin.net. A review of the transmission revealed, that the implantable cardioverter defibrillator (ICD) was in backup operation, due to event queue overflow. The device was successfully restored with the programmed parameters. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received.